Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that she had a high blood glucose but not hospitalized. Customer's blood glucose was 555 mg/dl. Customer was treated with manual injection. The customer was advised and explained the 2 high blood glucose rule. The customer also reported via phone call indicating that the insulin pump had a damaged. Customer was 555 mg/dl. The customer stated that the drive support cap is flush. The customer was advised that the device would replaced and agreed to return the product for analysis. Customer was advised to revert to a backup plan.